Event description:
It was reported that during an unknown procedure, the reductor presented leaking. No further information was or will be provided. No sample will be returned. Unknown how case will be completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.